Event description:
"Difficult prolonged procedure. On removal of port viewed with the telescope from inside, the end of the port was noticed to be cracked and missing some pieces. Abdomen was searched with telescope to look for any pieces. Some pieces were retrieved but a couple of small pieces could not be found."

Manufacturer narrative:
Product has been returned and is currently under evaluation. A follow-up report will be issued upon completion of analysis.